Manufacturer narrative:
The reported event was confirmed. No devices were received; therefore the condition of the components is unknown. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause of the reported issue is attributed to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Report source: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that wrong screws were in the packaging. No adverse events have been reported as a result of the malfunction.